Event description:
Revision surgery due to recurrent luxation with exchange of the ep-fit plus shell, ceramic insert and ceramic ball head to devices from third party manufacturer.

Manufacturer narrative:
[(B)(4)].